Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratches on the display screen that affects ability to read the screen and they received error code. Customer stated the insulin pump had unusual grinding noise different from the normal rewind noise and rewinds slower than it had in the past. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.